Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A startright representative reported via email of high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was almost 500 mg/dl. The customer also had low readings in the 40s mg/dl. The customer's sensor reading was 70 mg/dl. The customer was advised to restart the sensor and rewait 2 hours to calibrate. Two hours later, the customer's blood glucose reading went down to 197 mg/dl after several boluses. The customer did not have time to speak with helpline during call.